Event description:
It was reported that during a cervical arteriovenous fistula surgery, cables were located in the thoracic region of the child and a burn reportedly happened in a white cable located in the sternum. During surgery, nothing was noticed. At the end of surgery, at the time the cables were removed from the pt, a burn was noted below the ECG cable. There was no burning detected at the electrode, just below the cable that was on top of the pt. The surgery was close to the neck and the plate was placed in the right thigh. The cable was removed and taken to engineering. The engineer made some conductivity tests to see if it detected some vanishing point on the cable. No anomalies were observed. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.